Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis transfer set was leaking at the distal end (away from the catheter) at the ¿juncture¿ of the tubing and the white twist clamp; this was further described as ¿the tape around the connections has a yellowish discoloration¿. This was identified by the nurse when the patient came in to have their dressing changed. There was no damage or disconnection noted. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.